Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the asymptomatic patient presented in the clinic for a routine follow up. It was noted that the right atrial lead exhibited high capture thresholds. A chest x-ray confirmed that the lead had dislodged due to twiddler's syndrome. On (B)(6) 2015 the lead was repositioned successfully. The patient was stable following the procedure and would continue to be monitored.